Event description:
Small bowel resection. Plc75 was connected but did not calibrate. Reload was removed and reloaded but still did not calibrate. A new plc75 was connected, placed on tissue and was fired. Malformed staples were present. A plc60 with a plcr60b was successfully used to complete the anastomosis.